Manufacturer narrative:
The devices are not available for evaluation and the lot numbers are not known at this time. Info is limited at this time and no conclusions can be made. At this time, no connection can be made between the event and any shortcomings of the device or info provided with the device. Date of the (1st) revision was reported to have been in 2007. Specific date is not known at this time.

Event description:
Regulatory compliance was made aware of a pt who has taken legal action against depuy spine related to two charite discs implanted in him in 2005. Info is limited at this time. In late 2005, pt underwent disc replacement for two herniated discs. It is reported that both discs failed and had to be removed separately. The first being removed in 2007 and the second removed in 2009. As adverse outcome was reported, MDR is being filed to document these events. See also: 1526439-2009-00174.